Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction alarm occurred. Customer's blood glucose level read "high¿, however, specific blood glucose (bg) value was not provided. The customer found traces of ketones. The customer addressed their elevated bg with a manual injection of insulin. The customer reverted to an alternate method of insulin therapy.